Event description:
Pump declared alarm 20 during its operation. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy.